Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with blurred and decreased vision of the left eye since one day following lasik treatment and continuing at eight days following treatment. Additional information has been requested.

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).